Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 6mm the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: ¿syringes are hard to administer insulin. When applying insulin, pressure is created that prevents the liquid from being applied gradually and uniformly. When we manage to break the pressure, the liquid is injected at once, causing a lot of pain.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 1144163 all inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 6mm the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: ¿syringes are hard to administer insulin. When applying insulin, pressure is created that prevents the liquid from being applied gradually and uniformly. When we manage to break the pressure, the liquid is injected at once, causing a lot of pain.